Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic hiatal hernia repair procedure, the device needle fall out of the jaws after second reload when passing to the tissues suturing the stomach "collar" around the esophagus. It was easily retrieved by grabbing the suture attached to the needle. The surgeon used regular laparoscopic suturing technique to complete the case. No patient injury has been noted. The device is expected to be returned for evaluation.